Event description:
It was reported that before use of the syringe 1.0ml 29ga 1/2in 7bag 420cas jp there was an issue with foreign matter and the syringes being damaged. The following information was provided by the initial reporter, translated from japanese to english the customer reported two syringe were broken and dirty.

Manufacturer narrative:
Additional information: multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 7296924 d.4. Medical device expiration date: 11/30/2022 h.4. Device manufacture date: 10/23/2017 d.4. Medical device lot #: 9014514 d.4. Medical device expiration date: 1/31/2024 h.4. Device manufacture date: 1/14/2019 h.6. Investigation summary: customer returned five (5) loose 29gx12.7mm, 1ml bd insulin syringes with empty polybags from lots 9014514 and 7296924. The customer reported two syringe were broken and dirty. All five returned syringes were examined, and it was observed that one of the syringes exhibited a partial print on the scale. No damage to the five syringes was observed. It was also observed that two out of the five syringes exhibited foreign material on the cannula tip. A small portion of the material was removed then prepared for ftir spectral analysis. The spectral analysis suggests that this material has components similar to those of polyethylene. A review of the device history record was completed for batch# 7296924. All inspections were performed per the applicable operations qc specifications. There were four (4) notifications [200723264, 200723290, 200723263, 200723843] noted that did not pertain to the complaint. There was one (1) notification [200723839] noted for skiving in barrels. A review of the device history record was completed for batch# 9014514. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200800451] noted for missing print based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (partial print, foreign matter). -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (broken syringe). As per investigation completed by manufacturing, "on 17dec2019, holdrege received photos of (5) 1.0ml, 31g, 8mm syringes in open polybags from lot #7296924 (complaint fm), #9014514 (complaint scale marking defective), and an unknown lot # (complaint damaged). Visual inspection of photos for lot #7296924 for fm on the cannula found orange plastic on the tip of the cannula. Ftir analysis performed at flks identified the material as polyethylene which is the material used to make the orange syringe shield. Review of DHR files found no issues that pertained to the complaint. Unable to determine the root cause of the shield plastic on the cannula. Visual inspection of the photos for lot #9014514 for scale marking defective found the bottom of the "6" on the 60 unit scale was missing. Review of DHR files found quality notification 200800451 for missing print. Root cause of missing print from syringe barrel is from a clogged ink nozzle on the printer. The ink nozzle sprays ink onto a brass roller which covers the etched print drum. The drum contains the print scale and markings which are transferred to the pad. The syringe barrel is rolled across the pad to complete the print transfer process. If the ink nozzle is clogged the print drum will not received the full coverage of ink, therefor blank or missing print will be seen on the barrel. Per the quality notification the ink nozzles were cleaned and pads were changed before resuming production. Visual inspection of the photos for damaged barrel found no visible damage. Unable to confirm the complaint for damaged barrels for the unknown lot number. Complaints received for this device and report condition will continue to be tracked and trended. Information will be captured and trend on reports monitored." H3 other text : see section h.10.

Manufacturer narrative:
Device code: 2944, 1354, 1675.

Event description:
It was reported that before use of the syringe 1.0ml 29ga 1/2in 7bag 420cas jp there was an issue with foreign matter and the syringes being damaged. The following information was provided by the initial reporter, translated from japanese to english. The customer reported two syringe were broken and dirty.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use of the syringe 1.0ml 29ga 1/2in 7bag 420cas jp there was an issue with foreign matter and the syringes being damaged. The following information was provided by the initial reporter, translated from (B)(6) to english: the customer reported two syringe were broken and dirty.